Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/8/2020. Additional information: a2. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure - 32 years old, other information is unk. On what tissue was the suture used? Unk. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal were both devices ¿ j345h and j397h ¿ involved in the event where the suture broke post-op and incision split? Yes, both sutures were broken. Was there any precipitating stress factor for the sutures breakage post-op? Unk. Other relevant patient history/concomitant medications. Unk. What is physician¿s opinion as to the etiology of or contributing factors to this event?incision dehiscence occurred. The physician considered that the suture did not have enough tension. What is the patient¿s current status? The patient had recovered. Note: events reported via mw # 2210968-2019-90522, 2210968-2019-90523.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pe2711 and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were both devices ¿ j345h and j397h ¿ involved in the event where the suture broke post-op and incision split? Was there any precipitating stress factor for the sutures breakage post-op? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Investigation summary: an unopened sample of product code j345h, lot pe2711 was returned for evaluation. The complaint sample was not received for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture post-op was found and the tested sample met the finished goods requirements.

Event description:
It was reported that the patient underwent lateral episiotomy on (B)(6) 2019 and suture was used. Eight days after the surgery, the suture broke and the incision split. The wound had pus but with no inflammation and no erythema. The patient was treated with removal of the suture, debridement, and a sitting bath with potassium permanganate twice a day. Additional information has been requested.